Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During the implant procedure, it was reported that the helix of the right ventricular (rv) lead unintentionally extended while maneuvering the lead. The physician was able retract the helix, maneuver the lead to the implant site, and successfully implant the rv lead. The patient was stable.